Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation from the legal manufacturer and correction to the medical device problem code (h6) a review of the device history records (DHR) review showed there is no non-conformity associated with this device with respect to the described issue and the device was manufactured according to valid instructions and met all specifications. After further review, the the device evaluation by the legal manufacturer could not confirm a pink colored image and identified a partial discoloration (smear) of the image, which can be traced back to a defective ccd unit. The exact cause of the defective ccd cannot conclusively be determined. Olympus will continue to monitor the field performance for this device.

Event description:
The customer endoeye high definition ii, autoclavable video telescope was returned to the olympus repair center for a reported ¿to be repaired¿. The defect or malfunction and where the issue was found were not specified. However, upon inspection and testing, a pink colored image defect was identified. The image defect was isolated to both a defective video cable and outer tube/imaging unit. No death or injury and no impact to patient or other has been reported to olympus. This report is being submitted to capture pink colored image defect found during the repair inspection.

Manufacturer narrative:
The repair inspection identified a pink colored image defect. The image defect was isolated to both a defective video cable and outer tube/imaging unit. The inspection also noted the insulation of the cable is pierced and there is moisture ingress and signs of rust found inside the scope causing damage to the charged coupled device sensor. The investigation is still ongoing; therefore, the cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.